Event description:
It was reported a patient experienced a break in aseptic technique, further described as the patient made a mistake during peritoneal dialysis (pd) therapy with unknown baxter pd disposables, which caused peritonitis. On the same date, the patient was hospitalized for the event. The patient was treated for peritonitis with cefazolin 1gm and ceftazidime 1gm in each bag intraperitoneally (ip) (frequencies not reported). The patient was recovering from peritonitis. Pd therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned; therefore device analysis could not be performed. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the product label family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.